Event description:
It was reported that an interrogation of the implantable cardioverter defibrillator (ICD) device displayed question mark symbols for sequence counter values and observed that rate histograms contained invalid data. The patient had not been subject to radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).